Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-07803. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman delivery system (wds) along with a watchman access system (was) were used. The closure device was deployed too distal in one lobe of the laa, and a partial recapture was performed. The closure device was then re-deployed and released at the ostium level of the laa. A fluoroscopy injection revealed a small pericardial effusion without tamponade. Pericardiocentesis and auto-transfusion were performed. The patient was stabilized and observed for 24 hours without anymore clinical consequences.